Event description:
It was reported, the pt was implanted with a sparc sling system. The pt experienced mental and physical pain and suffering, erosion of internal bodily tissue, hardening, worsening urination, mental anguish, dyspareunia, scarring, bodily impairment resulting permanent physical deficits, and permanent injury. The pt underwent non-specified surgery.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.